Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4)

Event description:
It was reported that the pump was loose and had gotten looser and been moving around the skin for the past month. The healthcare provider said it was ok. The patient could see the pump moving through the skin. The patient¿s legs are very prone to spasticity as it is, and one week to a couple days prior to the date of report the patient started having more spasticity. The patient felt ok, but had some spasticity in the legs. The patient was not sure why he wouldn¿t be getting the medication . On (B)(6) 2014 the pump came completely loose and was not anchored at all. The pump was just sliding around between the patient¿s skin and the muscle wall. It turned over on him and almost flipped over completely the other night, but the patient caught it in time and pushed it back down. The healthcare provider took x-rays on (B)(6) 2014. From the x-rays it looked like only one of the anchors were broken. The healthcare provider recommended that the patient wrap an ace bandage around himself for 3 weeks. The device was used to deliver baclofen. The patient¿s outcome and any interventions taken were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.